Event description:
Surgeon placed carpentier edwards tissue valve. Tee preformed post placement to assess its function. Found valve not functioning. Replaced with another tissue valve. Followed by tee to find replacement working.